Event description:
It has been reported that a tdxsp-mcg power chair will stop and when the end user tries ot move the joystick, the chair will take off unexpectedly, and tape has been put on the speed pot so the chair is slower. The end user has run into other patients in their facility. When the power chair turns too quickly or takes off, the end user gets her feet caught on different things, leading to cuts and twisting to her feet. No medical treatment has been sought.